Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 of the bd gravity administration set disconnecting below the drip chamber. The following information was provided by the initial reporter: fasc has had 3 reports of bd smartsite gravity sets ref. (B)(4) disconnecting below the drip chamber.

Event description:
It was reported that 2 of the bd gravity administration set disconnecting below the drip chamber. The following information was provided by the initial reporter: fasc has had 3 reports of bd smartsite gravity sets ref. 100053857 disconnecting below the drip chamber.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.